Event description:
The event is reported as: complaint alleges that the nebulizing or dispensing medicine during use. No pt injury reported.

Manufacturer narrative:
Sample not returned to MFR in time for this report. A f/u report will be sent when investigation is completed.